Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during insertion of the introducer sheath tip, prior to insertion of the intra-aortic balloon (iab), the physician noted a cleft just below the tip of the sheath. The physician used a new introducer sheath. There was no reported injury to the patient.

Manufacturer narrative:
The iab product kit was returned unused intact and sealed. The insertion kit was returned opened with the insertion components. The returned sheath was found to have blood on it. The sheath tip was found to be frayed. Pictures provided from the customer confirmed the damage on the tip of the sheath. The evaluation confirms the reported damaged dilator. We are unable to determine how this may have occurred. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of the introducer sheath tip, prior to insertion of the intra-aortic balloon (iab), the physician noted a cleft just below the tip of the sheath. The physician used a new introducer sheath. There was no reported injury to the patient.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned. The customer provided pictures of the product denoting a small cleft just below the tip of the introducer tip. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure is confirmed based on the provided picture. If the product is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the introducer sheath tip, prior to insertion of the intra-aortic balloon (iab), the physician noted a cleft just below the tip of the sheath. The physician used a new introducer sheath. There was no reported injury to the patient.